Manufacturer narrative:
This investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Review of a provided photograph confirmed fracture that initiates along the slot that connects with the universal handle. The impaction surface of the device is not visible in the photograph. The product lot code was not provided. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to mis-alignment. The investigation could not verify or identify any product contribution to the current reported event with the provided photograph and the lack of the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During the surgery, the device in question broke as the attached picture shows when the surgeon impacted the device to insert a tibial implant. It was reported that no broken piece was left in the patient¿s body. The surgery was completed with a ten-minute delay. There was no harm to the patient.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update august 18, 2015. Examination of the returned device confirmed the fracture along the slot that connects to the universal handle. The flat part of the impactor has minor scratches. The root cause is attributed to user technique/misuse due to mis-alignment. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.